Manufacturer narrative:
(B)(4). Investigation: the run data file was analyzed. Signals indicate that the trima accel system operated as intended. The measured wbc count of the product does not qualify as a wbc failure per the current FDA guidelines of <5.0x10^6. Conclusion: no failure occurred.

Event description:
The customer requested that the run data file be investigated to determine a possible cause for the elevated wbc content that was measured in the platelet product. Donor unit #: (B)(4). Donor age and gender are not available at this time. The disposable set is not available to be returned for evaluation. This report is being filed due to an alleged device malfunction that has the potential for injury.